Manufacturer narrative:
The event occurred on an unreported date in 2017. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis manifested by abdominal pain, fever and cloudy effluent. The cause of the peritonitis was not reported. On an unspecified date, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported). After approximately three weeks of hospitalization, the patient was recovered from the event and was discharged. Action with pd therapy was not reported. No additional information is available.